Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - femur. Visual examination of the provided pictures identified sign of use. Excessive wear were seem on the both tibial plate and articular surface. Also, some wear can be seen on femur condyle. However, product was not returned and further evaluation cannot be made. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: advanced polyethylene wear with tibiofemoral narrowing and knee valgus as noted. Marked osteopenia. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D6a: implant date - 2003. G2: foreign - australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01955 0001822565-2023-01957.

Event description:
It was reported the patient underwent a left knee revision approximately 20 years post implantation due to metallosis secondary to poly wear. It was reported that no further information is available.